Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 8 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated there was no patient impact. " what confirmatory tests were performed that determined that the results were in error? Gram test, culture growth in blood, chocolate, and chromocandida agar. Was any patient treated based on erroneous results? Not if so, did the wrong treatment have any adverse impact on the patient (s)? Not 8 false positives, this product code was part of the erroneous results, they do not indicate how many batches involved."

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 8 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated there was no patient impact. What confirmatory tests were performed that determined that the results were in error? Gram test, culture growth in blood, chocolate, and chromocandida agar. Was any patient treated based on erroneous results? Not . If so, did the wrong treatment have any adverse impact on the patient (s)? Not. 8 false positives, this product code was part of the erroneous results, they do not indicate how many batches involved."

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. H3 other text : see h10.